Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak and re-intervention complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the lack of medical records and/or imaging available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata. Corrections: g3: date received by manufacturer - updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, a stent graft extension and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). ). Approximately 5 years post initial procedure, a type 3b endoleak was identified and the physician elected to treat the patient with non-endologix device. Patient status was reported as being well. Note: as the exact date of event is unknown, the best estimate was used, which is the (B)(6) 2017.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Device remains implanted.